Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI = (B)(4).

Event description:
It was reported to philips that the device had an ECG cable malfunction. There was no patient involvement.